Event description:
International customer reported that an air leak was detected on the device after the first activation. No adverse patient consequences were reported.

Manufacturer narrative:
The product upon which this medwatch is based has been received; however, the product evaluation is not yet complete. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.